Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. It should be noted that the nc trek rx, instruction for use (IFU), states to remove the mandrel prior to flushing the bdc. Additionally, the IFU states to remove the protective sheath prior to evacuating the air from the balloon segment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the 3.00x12mm nc traveler rx balloon dilatation catheter (bdc) was flushed prior to stylet removal and prepped prior to sheath removal. Resistance was felt between the bdc and protective sheath when the protective sheath was removed from the bdc. The device was not used and there was no patient involvement. A new same size nc traveler rx bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.